Manufacturer narrative:
(B)(4). D10: rosa 20-8020-100-01 / kn24094. Unknown cut block guide. The device will not be returned for analysis, due to it being discarded on site; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information and no further information has been provided.

Event description:
It was reported that a 3.2 mm trocar pin broke off in one of the pinholes of the rosa "a" cut block after making the distal femoral cut. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.